Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage was confirmed and the cause appeared to be use related. The product returned for evaluation was a repair body for a 9.5fr d/l groshong chronic catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed 2mm proximal of the molded joint on the white luered extension leg. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The complainant reported that the catheter had required multiple repairs and the same extension leg which contained burst damage also contained a previous repair proximal of the burst site. It was unknown if the previous damage to that leg was of the same failure mode because the damaged portion of that extension leg was not returned for evaluation. Additionally, the original catheter which required repair was also not returned for evaluation and an assessment of that device was not possible. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaq0456 showed no other similar product complaint(s) from this lot number.

Event description:
The original repaired device required additional repairs. Supposedly groshong 9.5 dual lumen complete external repair segment. Post repair blood allegedly aspirated easily each time, therefore line breakage is supposedly not related to use of excess force to try to clear occlusion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq0456 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
The original repaired device required additional repairs. Supposedly groshong 9.5 dual lumen complete external repair segment. Post repair blood allegedly aspirated easily each time, therefore line breakage is supposedly not related to use of excess force to try to clear occlusion.